Event description:
It was reported that the right ventricular lead was explanted and replaced due to possible ratchet syndrome, lead dislodgement and loss of sensing. The asymptomatic patient was stable before, during and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.